Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead of this pacemaker system exhibited increasing pace impedance measurements from 600 ohms in (B)(6) 2023 to 1,015 ohms in (B)(6) 2023. In addition, a device check from (B)(6) 2023 revealed a rv threshold measurement of 3.5v@1ms in both unipolar and bipolar, and rv output was 5v@1ms. As a result, the rv lead was reprogrammed to a split configuration (unipolar pacing/bipolar sensing). Rv pace impedance measurements continue to rise, and a rv helix anomaly was suspected. Review of device data revealed a recent atrial tachy response (atr) episode with either fusion or intermittent rv loss of capture (loc), a high premature ventricular contraction (pvc) counts, and stored non-sustained ventricular tachycardia (nsvt) episodes due to atrial fibrillation (af) with rapid ventricular response (rvr). There was no evidence of oversensing at this time. It was noted that the patient is 0% rv paced. Technical services (ts) reviewed troubleshooting options and possible causes. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead of this pacemaker system exhibited increasing pace impedance measurements from 600 ohms in march 2023 to 1,015 ohms in july 2023. In addition, a device check from july 2023 revealed a rv threshold measurement of 3.5v@1ms in both unipolar and bipolar, and rv output was 5v@1ms. As a result, the rv lead was reprogrammed to a split configuration (unipolar pacing/bipolar sensing). Rv pace impedance measurements continue to rise, and a rv helix anomaly was suspected. Review of device data revealed a recent atrial tachy response (atr) episode with either fusion or intermittent rv loss of capture (loc), a high premature ventricular contraction (pvc) counts, and stored non-sustained ventricular tachycardia (nsvt) episodes due to atrial fibrillation (af) with rapid ventricular response (rvr). There was no evidence of oversensing at this time. It was noted that the patient is 0% rv paced. Technical services (ts) reviewed troubleshooting options and possible causes. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicates that the lead exhibited high out of range pacing impedance. Ts suggested programming considerations and provided their insight on this issue. The lead remains in use. No adverse patient effects were reported.